Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (value not provided) and the cause was not known. The customer declined tandem technical support's offer to troubleshoot or provide further information.